Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unk. It was demonstrated during routine follow-up that the aneurysm had enlarged and the stent graft had migrated. It was reported that the CT scan showed that there were type I endoleaks proximally and distally due to the severe angulation of the aortic neck below the renal artery. The physician implanted three aortic cuffs proximally and two iliac limbs distally in 2004. The endoleaks were resolved. No clinical sequelae were reported, and the pt is reported to be fine.